Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have one blade broken near the base. A piece approximately 0.075" x 0.407" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the user noticed that the harmonic ace instrument had a broken blade. The blade fell into the patient's anatomy and was retrieved during the same procedure. The instrument was removed and replaced with a backup. Following this, the user continued and completed the procedure with no further issues. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that all fragments were retrieved using forceps instruments and confirmed via visual inspection. No additional surgical procedures or post-operative tests were performed. There was no report of post-surgical complications, and the patient has not returned to the hospital. The surgeon was dissecting tissue when the fragments fell into the patient. The instrument was used less than an hour before the event. The instrument did not collide with any other instruments or other hard materials during the surgical procedure. The staff did not feel any resistance to the removal of the instrument through the cannula. Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not notice any damage to the cannula after the event occurred. The reporter was unsure if the fragment would be returned to isi.